Event description:
According to the customer, on (B)(6) 2025 a "medline silicone-elastomer coated latex foley 22fr 30ml" was replaced because of "leakage due to balloon not being able to be filled with the amount of fluid listed on the package (30ml)".

Manufacturer narrative:
According to the customer, on (B)(6) 2025 a "medline silicone-elastomer coated latex foley 22fr 30ml" was replaced because of "leakage due to balloon not being able to be filled with the amount of fluid listed on the package (30ml)". The customer reported that the patient developed "a bladder infection within 2 weeks of repeat catheter issue". No additional information is available at this time. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted